Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was broken. (B)(4).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a broken connector pin on the desktop charger (dtc). The patient had a return of leg pain; this was considered a sudden change in therapy/symptoms. The consumer reported that the implantable neurostimulator (ins) depleted and turned off because the patient was unable to charge the ins. It was noted that the ins was implanted for the patient's leg pain. In addition, the patient had a return of leg pain because the ins had turned off. It was later reported that the patient was able to charge the ins to half, and stimulation was currently on and alleviating pain. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.